Event description:
A patient underwent revision surgery on (B)(6) 2015 to remove a trestle screw which was found to have backed out of position. The screw had migrated well above the plates locking slide/mechanism. The surgeon removed screw and inspected the locking mechanism. It was found to be in the locked position with the laser etched lines appropriately lined up.

Manufacturer narrative:
Multiple attempts to obtain details of the event have gone unanswered. An evaluation of the returned trestle screw indicated the implant was properly manufactured and released to design specifications. No anomalies have been identified. The investigation concluded that over angulation resulting in incomplete seating of the screw likely caused the caused the locking mechanism not to properly engage. Once the surgeon removed the protruding screw, the laser etch lines on the plate returned to the proper position indicating it was locked as reported by the user. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The surgical technique (lit-84315) instructs the user to advance the screw until the head of the screw is fully seated into the plate and the blocking slide is positioned over the head of the screw. The supplied instructions for use state (ins-048); intraoperative management: 5. The surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating of the bone screws.